Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient urine sample (B)(6) on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result because it did not match the clinical picture of the patient. The sample was rerun on the same instrument and an alternate instrument and both repeat results were also negative. A new sample from the patient (B)(6) was obtained and tested on the dimension exl with lm instrument and resulted higher. The result from the new sample matched the clinical picture of the patient and was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had resulted negative on both the dimension exl with lm instrument and an alternate instrument. A new sample from the patient had resulted as expected when run on the dimension exl with lm instrument. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.